Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 201mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that they were near a magnetic resonance imaging machine the day of the call when asked if the insulin pump was exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind. The customer stated that they were unable to complete pump rewind. The customer also stated that they received a motor position encoder error while trying to rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump failed displacement test units left in the status screen) and motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify motor position encoder error alarm or perform the self test, off no power test, unexpected restart alarm error test, prime test, occlusion test and no delivery test due to motor error alarm. Pump passed the stop current and run current tests. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratched display window.